Manufacturer narrative:
(B)(4). If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported to baxter that in one unit of the set the bag has been observed to leak in the port. The process step was before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection was performed and no defects were observed. A functional pressure test was performed. The reported condition was confirmed. The root cause was determined to be related to incorrect assembly technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.